Manufacturer narrative:
(B)(4).

Event description:
The customer reported a vent inop condition due to post timer/24v failure (1014). The customer reported patient involvement is unknown and no patient harm was reported.